Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occured in germany. It was reported that the patient had an abscess at an infusion site, which was removed at the clinic and treated with antibiotics. No further information is available.